Event description:
Rn was restocking the 1ml vanishpoint ii syringe packages for the med room. The syringes are stocked on the supply cart as strips of approximately 10. Rn was separating the packages so they would be individually restocked in the supply cupboard and was stuck by a needle on her left index finger. Upon close inspection of the syringe packages, as all of them appeared unopened, it was noted that a needle in one syringe package was not protected by the cap, protruding out of the packaging.